Manufacturer narrative:
The subject device was returned to olympus service operation repair center (sorc). A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on (B)(6) 2022, it was found that the endoscopic image of the subject device was not displayed and the scope communication error e216 occurred. The video connector of the subject device was leaking. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of this event could not be conclusively determined. Olympus medical systems corp. (Omsc) surmised that the reported phenomenon occurred due to the following cause. - the video function did not work properly since the video connector was broken due to leak. There were some items for which information could not be obtained. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 04-jan-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.